Event description:
The manufacturer received information alleging a fan was not operating on a trilogy evo device. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy evo was returned to the third-party service center for evaluation, and the customer's complaint was confirmed. In addition, during the evaluation, a ventilator inoperative occurred due to the machine flow sensor drifting above specifications. In conclusion, the device's flow sensor needs replaced to address the issue.